Manufacturer narrative:
Steris has requested the exacto cold snare subject of the reported event be returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch #(B)(4) "cold snare requested by physician and placed in scope. Snare would not open, removed from scope. New snare obtained and case continued with no further issues. Scope given to vendor rep.". No report of injury.